Manufacturer narrative:
(B)(4). The device was returned on 05/11/2016. Initial reporter phone number: (b)(\6). Contact office phone number: (B)(4).

Event description:
According to the reporter, during a low anterior resection, when performing the ileo-rectal anastomosis, it was reported that the stapler did not staple but it cut the tissue. The anastomosis was redone without any issue with another device. No reinforcement material used. Nothing fell in the surgical cavity. Patient current status stable.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring/mylar cover. A representative anvil was used for all functional testing. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.